Manufacturer narrative:
(B)(4)

Event description:
During the meniscus repair procedure, after t1 deployment, the t2 implant did not deploy. T1 implants were removed from the body. A backup device was readily available. There was a small delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in fair condition. T1, t2 and suture were returned but separated from the delivery needle. The complaint reported that t1 would not deploy. It was noted that the suture was tightened around the t1 implant lengthwise through the v notch. This condition can impede anchoring. The delivery needle is very twisted and bent toward the right. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Functional test indicated that the actuator does not perform smoothly due to the needle damages. No root cause related to the manufacture of the device can be confirmed. No further investigation warranted for this receipt. Credit was not issued.